Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician believed that the discomfort was caused by the ipg being too shallow. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician believed that the discomfort was caused by the ipg being too shallow. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was made deeper. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician believed that the discomfort was caused by the ipg being too shallow. The patient will undergo a pocket revision.